Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5136678, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the trial patient was experiencing muscle spasm and went to the emergency room (ER). It was believed that the patients muscle spasms were not device related and the cause was unknown. The patients trial leads were removed.